Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to unresponsive button. Insulin pump received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not responding to commands. The customer was about to enter their carbohydrates when the numbers continued to scroll up. The insulin pump was unresponsive. The customer changed the battery but the insulin pump alarmed battery out limit. Customer was unable to clear the alarm. The insulin pump's casing had a crack on the upper right hand corner. The customer was advised that the device would be replaced and agreed to return the product for analysis.